Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that bad control board in drawer 3.2. A field service engineer, replaced drawer controller board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system is down. Customer stated that the malfunction caused a delay in issuing medications. There were no adverse events or injuries reported based on this incident.